Manufacturer narrative:
Date sent to the FDA: 08/30/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. ¿ were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. ¿ does the surgeon believe that ethicon products / prolene suture, involved caused and/or contributed to the adverse events described in the article. If yes, provide details of event and specific suture product type. ¿ can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. ¿ are the product code and lot numbers available for devices used, prolene suture?

Event description:
It was reported in a journal article that the patient underwent an elective open or laparoscopic incisional hernia repair procedure on unknown date between 01/1992 and 12/2013 and the suture was used to fix a mesh. Following the procedure, the patient possibly experienced serosal lesion of the bowel, bowel perforation, major postoperative bleeding which required reoperation, or intestinal occlusion which resolved with medical treatment or reoperation. The patient possibly experienced postoperative complications such as surgical site infection/mesh infection and in the long-term follow-up, recurrence of incisional hernia and/or chronic sinus mesh. The patient possibly was re-operated during the follow-up period due to hernia recurrence or other causes. It was possible that the patient underwent necessary intestinal resection. Additional information has been requested.

Manufacturer narrative:
(B)(4).